Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for a true ventricular tachycardia (vt). A follow up with the patient¿s healthcare provider yielded that the device was reprogrammed and continues to be monitored. The device remains in use. No further patient complications have been reported as a result of this event.